Event description:
It was reported that a pt was placed on a rotoprone therapy system on (B) (6) 2010 with a diagnosis of acute respiratory distress syndrome (ards) and multi-lobe pneumonia of unk etiology, complicated by diabetes. On (B) (6) 2010, it was reported that the nurses attempted to return pt to supine position for a chest x-ray knowing life support measures may be needed. The unit alarmed "back hatch was open". Visual inspection showed a bent hatch latch; the nurses were able to engage the latch but the alarm continued and the nurses manually returned pt to supine position using the CPR lever. The x-ray was taken and the pt started to decompensate as anticipated by health care providers due to supine position. The health care providers attempted to return the pt to the prone position but the bed would not turn past 60 degrees due to previous unresolved alarm. It was reported by the health care providers that emergency medications were administered and the bed was able to be returned to prone position upon resolution of alarm. The pt returned to her baseline vital signs. It was also reported on the same day that the pt was placed in the supine position for a critical procedure when the beds electronic controls did not respond to commands and did not display an alarm. The nurses attempted to return pt to prone position but were not able to due to lack of response from therapy unit. It was reported by the health care providers that emergency medications were administered to stabilize pt. Following the reported events, the pt returned to baseline and improved and tolerated the supine position 24 hours after the events on (B) (6). According to the health care providers, the pt only decompensated when in the supine position (as previously anticipated). It was the decision of the health care providers to place the pt in the supine position for critical tasks,. This event is being reported as the inability to return the pt to the prone position may have contributed to the need for medical intervention.

Manufacturer narrative:
Eval of the bed concluded that the intermittent response from the control panel was due to corrosion, of unk origin, on the motor control board. The damaged (bent) hatch latch was also confirmed upon inspection however, it is unk when the damage occurred as the bed was in use for 6 days prior without incident. The bed was tested per quality control procedures on 2/18/10 and met specs.